Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alerted with low battery and after the battery was changed the pump alerted with weak battery and an unexpected restart error. The patient's blood glucose at the time of incident is unknown. The patient's mother also stated that the pump alarmed with a button error as well. The customer's mother was informed that she was not hippa authorized, and she was advised to have the patient call in with her pump serial number in order to receive further assistance. No products were returned or shipped.